Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of implant"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage),") in a 33-year-old female patient who had essure (batch no. B533551 inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida. Concurrent conditions included hypertension and parity 5. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), anxiety ("anxiety") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and adnexa uteri pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal discharge ("brown discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy) and surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, anxiety, fatigue and weight increased outcome was unknown and the dyspareunia and vaginal discharge had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, device dislocation, dyspareunia, fatigue, genital haemorrhage, pregnancy with contraceptive device, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of implant"), genital haemorrhage ("abnormal bleeding"), pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage),") and abortion spontaneous ("pregnancy (stillbirth or miscarriage),") in a 33-year-old female patient who had essure (batch no. B533551) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included gravida ii. Concurrent conditions included hypertension and parity 5. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1 year 7 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), anxiety ("anxiety") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with uterine pain and adnexa uteri pain. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and vaginal discharge ("brown discharge"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy) and surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, anxiety, fatigue and weight increased outcome was unknown and the dyspareunia and vaginal discharge had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, anxiety, device dislocation, dyspareunia, fatigue, genital haemorrhage, pregnancy with contraceptive device, uterine perforation, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 19-jun-2018: pfs received, rpeorter added, lot number received, concomitant condition added, event added as : pregnancy (stillbirth or miscarriage), anxiety, dyspareunia (painful sexual intercourse), pain, perforation (uterus), fatigue, weight gain, uterine pain, fallopian tube pain, abdominal pain, cramping, brown discharge. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation and genital haemorrhage to be related to essure. The reporter commented: need for additional surgery. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.